Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during request for application (rfa) of liver cancer, the patient felt pain. The patient's abdominal surface was checked, and then the surface was found burnt. The size of burn was 3cm. Metallic attachments for echo probe was used during the procedure, and the insulation coating of the needle was partially peeled. The patient received cleaning and ointment for the burn after consulting dermatologist, and the condition is currently being monitored.